Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient experienced a new stroke due to thromboembolism to the fetal ipsilateral posterior cerebral artery during the thrombectomy procedure and was hospitalized from (B)(6) 2021 to (B)(6) 2021. The site related assessment determined the procedure to have a causal relationship to the adverse event, and the devices to be not related. A thrombectomy was performed to resolve the event, and the event was reported to be resolved with unspecified sequelae/disability on (B)(6) 2021. There was no device malfunction reported. The patient was undergoing surgery for thrombectomy of the left middle cerebral artery (mca) m1. National institutes of health stroke scale (nihss) score was 22, modified rankin scale (mrs) score was 0. Pre-procedure modified thrombolysis in cerebral infarction (mtici) score was 0, and post-procedure mtici was 3.